Event description:
While using the blue tipped vacutainer for drawing a patient's lab sample, the tip of the blue vacutainer broke off in the cap of the patient's lumen. The cap had to be changed as a result.